Event description:
It was reported that during intra-aortic balloon (iab) therapy, the sensor pressure could not be obtained. The arterial pressure was then input directly through the transducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name:(B)(6). Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No blood was visible on the catheter. The optical fiber was found to be broken within the membrane approximately 3.3cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.